Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported the models and lot of the coils used was unknown. The devices were prepared per IFU. Coils were used for the entire case; 102 coils were used unsuccessfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that concerto coils failed to thrombose. Physician presented in symposium. The patient was being treated for a hypogastric/internal iliac artery aneurysm. There was little tortuosity or calcification. The artery diameter was large (7 cm).  Placed concerto coils (unclear if they were helix or 3d and unclear on sizes). The coils were placed in a large (7 cm) hypogastric artery aneurysm in a (B)(6) female patient with a history of intravenous drug abuse. The physician placed 102 coils in addition to other liquid embolic materials and was not clear if it fully thrombosed. Physician removed a partial amount coils the next day due to rupture. Physician felt the coils did not result in appropriate thrombosis and there was alleged aneurysm rupture, unclear on why physician removed coils.